Event description:
The customer stated that she tested her blood glucose and received a reading of 27 mg/dl using one of her contour meters. She retested using another meter and received a reading of 182 mg/dl. On another occasion, the customer received a reading of 50 mg/dl, while the other meter read 175 mg/dl. The difference between both sets of readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer's meter was returned for evaluation. A replacement meter was sent to the customer.